Event description:
It was reported that after an ablation for atrial fibrillation, the patient was noted to have a partial thickness burn appearing as if it was into the dermis, but not subcutaneous on the left flank of the lower back from where the grounding pad was for the procedure. The burn was treated with hydrogel, wound gel dressing, and gauze dressing with foam border. The patient was admitted overnight following the procedure for wound consultation and wound care to be administered. The patient was discharged the following morning with follow-up orders to receive outpatient wound care treatment (weekly). There was no difficulty during procedure, the surgical field was dry, the generator settings was 50w 60c limits, and no alarms were activated, the burn was noticed after procedure due to patient intubation and unable to respond when burn took place. The generator and catheter used were non-medtronic devices.

Manufacturer narrative:
D10 concomitant products: not-mdt-prod, non-medtronic product (lot#: unknown), not-mdt-prod, non-medtronic product (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.